Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-00817 / 03288).

Event description:
It was reported patient enrolled in a clinical study underwent a right total hip arthroplasty on (B)(6) 2003. It was further reported patient underwent revision procedures for unknown reasons in (B)(6) 2005 and (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2006 due to a loosened acetabular cup. The modular head and acetabular cup were removed and replaced.